Event description:
Customer reportedly obtained results of 71mg/dl and 313mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.